Event description:
This pt has a history of degenerative joint disease and had a left total knee arthroplasty in 1990. She did well until approx 4 months ago when she began having increasing pain, popping and "giving way" of the left knee. X-ray revealed loosening of the tibial component with possible fragmentation of polyethlyine. She was admitted for evaluation and revision of the left tka. Intraoperatively, loosening of tibial component was discovered as well as polyethlyine wear.